Event description:
It was reported that appropriate sensing and a shock impedance of 61 ohms was noted at the procedure to implant this subcutaneous implantable cardioverter defibrillator (sicd) system. One day post implant, the shock impedance had decreased to 40 ohms. Post operative x-ray showed the distal portion of the electrode deviated laterally from implant position. Therefore, the physician wanted to perform a revision procedure to reposition the electrode. The patient was anaesthetized; however, supine fluoroscopy was performed which showed the electrode to be in a good position, particularly from a shock vector perspective. In discussing the observations with the physician, it was concluded the electrode was tunneled deep onto the sternal fascia and that the patient's breast tissue was pulling the distal portion of the electrode laterally. Sensing was confirmed to be adequate so the physician opted to perform 2x defibrillation threshold (dft) tests to ensure adequate sensing and shock efficacy. Both inductions were successful with 65j shocks and shock impedance was 45 ohms. Therefore, the revision procedure was not performed. The electrode remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.